Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail single use laser fiber was used in a flexible ureteroscopy procedure for lithiasis in the kidney performed on (B)(6) 2022. The laser unit used was an auriga 30 laser console. During the procedure, the laser fiber was broken. No fiber fragments fell inside the patient. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of fiber break.

Event description:
It was reported to boston scientific corporation on june 13, 2022 that a lighttrail single use laser fiber was used in a flexible ureteroscopy procedure to treat stones in the kidney performed on a may 13, 2022. The laser unit used was an auriga 30 laser console. During the procedure, the laser fiber was broken. There were no fiber fragments fell inside the patient's body. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis identified the fiber body was detached/separated from the sub miniature a connector, thus confirming the as reported fiber break. The fiber was functionally tested, and it revealed that no light from the sub miniature a (sma) connector, indicating a fracture within the connector. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. According to the instructions for use (IFU), the fiber must be carefully inspected for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Based on the analysis results and information available, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported to boston scientific corporation on june 13, 2022 that a lighttrail single use laser fiber was used in a flexible ureteroscopy procedure to treat stones in the kidney performed on a (B)(6) 2022. The laser unit used was an auriga 30 laser console. During the procedure, the laser fiber was broken. There were no fiber fragments fell inside the patient's body. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event.